Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore  consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2017 13:20:57 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2017 13:20:54 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2017 13:20:48 jostd2 initial notes: customer called because her sensor has been miss-reading. Inquired what led up to the complaint. Customer response: customer stated she was at church. Enlite sg vs bg t/s per dop114-980. Explained sg and bg meter readings will be close, but rarely match due to how glucose travels in the body. Explained there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. Date, time and location of insertion was: (B)(6) 2017 / left side about midway between bra strap and pants on stomach. Sensor material and expiration date is: mmt-7008a / 08/02/2017. Lot # is: hg1mutn. Activity at the time of the reported sg vs bg event was: customer stated just normal activity. Verified sensor age in status screen. Found: 5d10h. Serter material: unknown. System wouldn't accept lot number. Bg value from reported event: 138 mg/dl. Sg value from reported event: 54. Sg and bg difference is not within acceptable range. Reminded customer that a non-optimal insertion may impact sensor performance during the first day of sensor use. Reviewed insertion techniques per IFU. Findings: customer does the same thing all the time follows instructions.. Explained sensor cannula must be properly positioned in isf to work properly. Adv to avoid inserting sensor in areas where clothing might cause irritation or where body naturally bends a great deal. Reviewed site location/selection. Found: location is fine. Recommended use of enlite overtape. Reviewed timing of bg entries. Sensor has been in use less than or equal to 3 days. Adv issue is most likely due to sensor not situated properly in the isf preventing the sensor from properly tracking changes in glucose. Adv this may be related to site location, rotation and insertion technique, tape type and technique. Current isig value: 23.66. Current bg value: 249. Possible cal factor: 10.52. Cal factor is not within range for optimal calibration. Adv to wait at least 2 to 4 hours and consider using alert silence during waiting period. Adv if bg values are stable (customer has not eaten or delivered bolus) to calibrate. Otherwise wait an additional hour before calibrating. Adv to enter bg reading into the pump immediately after testing bg, do not delay entry. Adv do not calibrate on a sensor alert. Adv calibrating with two or three down trend arrows may temporarily decrease accuracy until the next calibration. Adv if sg value does not recover and they have waited at least 5 hours to remove sensor and check for bent sensor. Insulin delivery was suspended due to sg values. Sg value that triggered the suspend event: 54. Suspend on low limit in sensor settings: 80. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: advised to monitor. Additional notes: customer stated she put in a new sensor and when it was time to calibrate pump stated couldn't find sensor later she was able to cal ibrate. Customer stated that she noticed she had a little blood under the sensor and the sensor is miss reading. Customers blood sugar was 138 and her sensor was saying her blood sugar was 54. Ship: nothing / return: nothing.